Event description:
It was reported that an inquiry was received regarding the implantable pulse generator (ipg) battery voltage prior to implant was acceptable. Review of device information indicated do not implant when voltage is below recommendations. Additional information indicated implant detect had been turned off prior to use, draining battery voltage. The ipg was not implanted. No patient complications have been reported as a result of this event.